Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Rep said patient called today to report hot sensation at neurostimulator site, half way into their MRI scan. The MRI was stopped. The MRI took place yesterday. Patient is able to turn therapy on and get therapy. Supposedly it was a 1.5 closed bore scanner. Patient has had MRI at this facility in the past. Rep wasn't able to give information on the type of coil used or sar value. Patient was getting a lumbar and thoracic spine scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.